Event description:
Patient anatomy was outside of the inclusion/exclusion criteria for placement of the zenith aaa endovascular graft. Placement of the main body graft, contralateral and ipsilateral iliac leg grafts were successful. During the process of sealing the deployed ipsilateral iliac leg with the molding balloon, the common iliac artery ruptured during the third inflation of the balloon. The iliac artery was aneurysmal, and in an effort to ensure a good seal, the balloon was inflated three times at the distal sealing stent. A balloon was placed across the rupture to stop flow until the iliac leg extension could be properly prepped and deployed properly. The iliac leg was placed distal to the initial leg graft and extended past the right hypogastric artery down into the right hypogastric artery down into the external iliac artery.